Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's white blood cell count was 11.2, they remained afebrile, and had no signs or symptoms of infection. The patient developed an infection of stress induced leukocytosis. The patient developed sustained stable ventricular tachycardia (vt) on (B)(6) 2021 which resolved spontaneously. Dopamine decreased to 2.5 and amiodarone increased to 1 mg, and 1 minute of potassium was replaced. There was additional sustained vt in the 140s which stopped on (B)(6) 2021. On (B)(6) 2021 the patient developed shock liver, heparin-induced thrombocytopenia (hit) which resolved without sequelae on (B)(6) 2021, and also had a post-operative ileus. The patient had a decrease in hemoglobin levels which resulted in anemia. The patient was started on inotropes. From (B)(6) 2021 to (B)(6) 2021 the patient's white blood cell count was 19.2, the patient remained afebrile. Idp was consulted. Urine analysis and blood cultures showed no growth. The patient was started on vancomycin and zosyn. Computed tomography (CT) showed substernal fluid collection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection, cardiac arrhythmia, and hepatic dysfunction could not be conclusively determined through this evaluation and a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively determined. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including infection, cardiac arrhythmia, and hepatic dysfunction. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values, as well as provides information regarding postoperative patient care, including how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection was a surgical site infection. The patient had elevated white blood cells and elevated temperature and was treated with antibiotics for 8 days.